Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 (water time check out - unable to reach calibration temperature) and investigation revealed a failed mixing pump and replace the mixing pump onsite. Troubleshoot the arctic sun device with bedside nurse. Patient therapy had been working as prescribed all day, but now device did not appear to be cooling. Water temperature (wt) was felt warm in pads. Patient temperature (pt) was 38c in esophageal probe, targeted temperature (tt) was now set to 33c to see if that would assist with water temperature (wt) dropping. Original targeted temperature (tt) was 36c, water temperature (wt) was 31.8c, water flow rate (wfr) was 3.2 l/m. Alert 113 (reduced water temperature control). System diagnostics were outlet monitor temperature (t1) was 31.9c, outlet control temperature (t2) was 31.8c, inlet temperature (t3) was 31.8c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 81 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 5271.1 and pump hours were 4179.2. Advised it to appear mixing pump might be the issue. Advised to swap out to another device and send this one to biomed labeled 113 (reduced water temperature control). Walked through stop therapy, drain pads and reconnect to new device to continue therapy.

Event description:
It was reported that the troubleshoot arctic sun device with bedside nurse. Patient therapy had been working as prescribed all day, but now device did not appear to be cooling. Water temperature (wt) was felt warm in pads. Patient temperature (pt) was 38c in esophageal probe, targeted temperature (tt) was now set to 33c to see if that would assist with water temperature (wt) dropping. Original targeted temperature (tt) was 36c, water temperature (wt) was 31.8c, water flow rate (wfr) was 3.2 l/m. Alert 113 (reduced water temperature control). System diagnostics were outlet monitor temperature (t1) was 31.9c, outlet control temperature (t2) was 31.8c, inlet temperature (t3) was 31.8c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 81 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 5271.1, pump hours were 4179.2. Advised it to appear mixing pump might be the issue. Advised to swap out to another device and send this one to biomed labeled 113. Walked through stop therapy, drain pads and reconnect to new device to continue therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.